Event description:
It was reported the patient was not receiving adequate coverage. An impedance check was performed and revealed low and invalid impedance. X-rays were taken and revealed lead migration. On (B)(6) 2012, the patient's lead was repositioned. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.